Manufacturer narrative:
The technician found the left foot brake was not holding the bed in place. The technician replaced the bed at the account with a known working bed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician returned the bed to the hill-rom service center where he replaced the left foot brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding the bed in place. There was no patient/user injury reported. (B)(4).